Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing inaccurate (fraction of inspired oxygen) readings was confirmed. Ventec observed that the oa2 board cable was not fully seated. Ventec plugged in the oa2 cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the oa2 board cable was not fully seated.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was providing inaccurate fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.